Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. . G2: foreign ¿ united kingdom g2: geng z, asamu as, aldridge w, ng aby. Functional and safety outcomes of third-generation zimmer biomet g7® dual mobility total hip arthroplasty in femoral neck fractures: a retrospective cohort study. J clin med. 2025 nov 24;14(23):8350. Doi: 10.3390/jcm14238350. Pmid: 41375652; pmcid: pmc12693595. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
The article reported 5 patients in the cemented group experienced chronic hip pain >6 weeks postop. No further information was provided regarding treatment or outcomes. Due diligence is in progress for this complaint; to date no additional information or product has been received.